Event description:
Boston scientific received info that during a follow-up visit, this right atrial lead displayed loss of capture and poor sensing. A chest x-ray revealed a dislodgement. The lead was explanted and replaced during a surgical procedure. No other adverse pt effects were reported.